Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for batch 22l24ge56r, there was no defect encountered during in process and final control inspection pertaining filling port leakage. Sample evaluation: no sample and no picture was received for further investigation. Investigation results: as neither sample nor picture was provided, further investigation to identify the defect as per the customer complaint description was not possible. According to the customer's description, leakage was detected at filling port during preparation. By reviewing historical data and information provided, the described defect could be due to crack at filling port and valve leakage. However, further investigation to confirm the root cause was impossible as no complaint sample was returned. If it was due to manufacturing error, an approved project is in place to further address issues with crack at filling port and valve leakage issue. Conclusion: as neither complaint sample nor picture was received, further investigation to identify the defect as per customer complaint description was not possible. Hence, this complaint is considered as not confirmed.

Event description:
As reported by the user facility: event 2. Brief inquiry description: drug and diluent leaking from easypump fill port during preparation. Detailed inquiry description: drug and diluent leaking from easypump fill port during preparation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: a review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.